Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
(B)(6) contacted animas on (B)(6) 2013 alleging the pump had no power evidenced by a blank display screen and no auditory or vibratory alarm functions. It was confirmed that there was sound present with battery insertion. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue of no power to the pump remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: the pump was not able to be powered on. There were no auditory tones and no vibration upon attempted start up. During the investigation due to the pump not powering on, the black box and the history downloads were not able to be retrieved. Complete testing was not able to be performed. During investigation, it was discovered that a circuit board malfunction had occurred.